Event description:
It was reported that during a da vinci surgical procedure, it was identified that the megasuturecut needledriver instrument was not grasping the needle. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury reported. Followed up with customer to inquire what the issue was with the instrument and she confirmed that it was not grasping the needle.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.